Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4). Description: infinion 1x16 perc lead kit-50 cm, model#: sc-3400-30, serial#: (B)(4). Description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing high impedances. The patient underwent a lead and splitter replacement procedure. The physician suspected malfunction with the splitter. The patient was doing well postoperatively.